Manufacturer narrative:
Analysis of the catheter found that the collet of the pin connector was not fully locked in place. One of the collets was correctly in position, while the other collet was not. No anomalies were seen with the collets, detents, or any other part of the assembly. Result and conclusion code no longer apply.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen [2000mcg/ml] at a rate of 1450mcg/day via intrathecal drug delivery pump. The indications for use of the pump were spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the patient had been experiencing increased spasticity since (B)(6) 2015. It had been intermittent, gradual, and progressively worse over the two months prior to (B)(6) 2016. The symptoms occurred more when the patient lay supine and on the patient's right more than left side. There had been no reservoir volume discrepancies, and a catheter dye study had been performed on (B)(6) 2016 to rule out a kink or a tear. The hcp had been able to aspirate the catheter via catheter access port and needed to program a priming bolus to fill the catheter back up with drug. Additional information was received from a healthcare provider and manufacturer representative. It was reported that the patient was getting intermittent spasticity relief. He would get better relief when upright and less relief when lying down. The physician performed a dye study, and it was found that there was good cerebrospinal fluid (csf) flow when the patient was seated and no csf flow when the patient was lying down. It was indicated that there was a collet kink. The catheter was explanted, and a new catheter was implanted. As of (B)(6) 2016, there was no patient injury. It was stated that the patient's pump had only ever had gablofen in it; at the time of the event in october, the patient was on 2000mcg/ml gablofen at a rate of 1189mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.